Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. The reported problem was not confirmed with a functional evaluation. The drill in question was connected to functioning cori console; it was observed the number on the usage counter is 95. A kpc test was successfully performed with no failures. An "overused robotic drill, s&n suggest service soon" message appeared when setting up a tka. A tka case was set up and replicated with no problems. The bur did extend/retract and spin during the femur burring test with no apparent problem. System log files or screenshots were not provided for investigation, as such a thorough investigation could not be performed. Should screenshots or system log files become available, the case can be reopened. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and similar complaints were identified. A review of manufacturing records indicates the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file, and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No reasonable contributing factors could be identified based on the received complaint information and investigation results. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that during real intelligence cori assisted tka surgery, one real intelligence robotic drill with over 100 uses would not bur all color away on the distal femur burring screen despite being set up correctly and successfully calibrating. The procedure was resumed without any surgical delay by manually cutting the rest of the distal femur, and no injury was reported as a consequence of this issue.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.